Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an echocardiogram for an unrelated procedure, vegetation was noted on the right atrial (ra) and right ve ntricular (rv) leads. The complete implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.